Manufacturer narrative:
Date of event: exact date unknown, event occurred for months from the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing inadequate pain relief. Reprogramming was attempted, however, unsuccessful. Database analysis showed that the impedance measurements revealed high values on port b (4 contacts). The patient underwent an ipg replacement procedure and was doing well post-operatively. The explanted ipg was discarded by the medical facility.